Event description:
Reportedly a 6900, 29mm was explanted after approximately an 8 year implant due to mitral valve stenosis. No additional information has been provided.

Manufacturer narrative:
Evaluation: moderate to heavy host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects. Leaflets were fused at commissure one. Minimal to moderate calcification was present in the cusp and free margin of leaflet one. One tear, 1 mm in length, was visible at the free margin of leaflet one near commissure two. Minimal calcification was noted on the free margin of leaflet two and three. Calcification and host tissue overgrowth had reduced leaflet mobility and thus led to stenosis. Minimal calcification was noted in the x-ray. Two cuts/slits, 1 mm and 5 mm, were noted on the cusp of leaflet one and two respectively. The elgiloy band was exposed on the inflow aspect at leaflet two. The edges of the tissue at these regions were sharp and even. One tear, 3 mm in length, was noted on the cusp of leaflet three. Wireform was exposed on the outflow aspect near commissure two. X-ray.